Event description:
It was reported that, during an episode of asystoly, there was no "severe" alarm triggered (audio nor visual). The EKG was confirmed to the arterial pressure. It was also reported that it seems that on this parameter ther's no "severe" alarm.

Manufacturer narrative:
The investigation has been started but is not finished. Results will be reported in the follow-up report.